Event description:
It was reported that the inner piece of the camera head, which protects the camera, became detached. The issue was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: grainy image and faulty ccd (charged coupled device) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction inner piece of the camera head, which protects the camera, became detached due to component failure. Also, for grainy image due to faulty ccd (charged coupled device) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.